Event description:
Cortrak 2 enteral access system #10fr non-weighted feeding tube held with nasal septum securing device found coiled in pt's throat causing severe respiratory distress, transfer back to the ICU and subsequent re-intubation. Physician and primary rn concerned about possibility of this non-weighted feeding tube having had migrated on own back into stomach from small bowel and then up esophagus into throat. No procedures, pt vomiting, retching, etc noted prior to event. However, she did have some coughing per primary rn. Documentation in pt's chart indicates pt very depressed (B)(6) 2013; therefore pt interference cannot be ruled out. Dates of use: (B)(6) 2013.